Event description:
Additional information was received from the rep. The rep reported that the patient was reprogrammed using evolve programming based off of the new x-ray results. The rep would continue following up with the patient to monitor patients results. The x-ray showed that the top of the leads are at top t9, and before the leads were at mid t8. Evolve programming was adjusted to target t9-10 based off the new x-ray.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported cause of lead migration is unknown. Patient was reprogrammed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen by hcp for increase in pain. Patient states that he feels his pain has been gradually increasing and now feels like his pain is back to baseline prior to implant. Upon interrogation of the device, electrodes 3,4,6 and 7 are out of range on the 0-7 lead. The patient uses evolve programming only requiring one lead, and is currently only programmed on the 8-15 lead. Patient reprogrammed using 8-15 lead and avoiding 0-7 lead completely. The patient is also going for x-ray for lead placement later, and they will follow up with physician and patient on results of x-ray and programming. Patient denied any falls or trauma. The issue was not yet resolved.